Event description:
It was reported to boston scientific corporation that during an anterior cystocele pelvic floor repair procedure using an uphold vaginal support system, the dilator detached outside the pt, approx one centimeter from the dilator tip, when the physician was pulling the second mesh leg through the sacrospinous ligament with hemostats. The physician cut the leg assembly off the mesh and tied it to the sacrospinous ligament using a stand-along capio suture, and completed the procedure with this device without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).